Manufacturer narrative:
(B)(4). The small volume infusor device was prepared for the infusion three days prior to the patient¿s death, at 3 pm with morphine hydrochloride 70mg, toradol 30mg, and desametasone 8mg; the drugs were diluted to 50 cc with physiologic solution, then the physiologic solution was added to a volume of 130 ml. The device was applied on the chest of the patient and the access worked without issues. The expected date/time for infusion end was one day later at 3 pm. On the day of the expected infusion end, the patient arrived at the hospital at 10 am. He was sleepy, with respiratory breaks of 20 seconds, he moved slowly, and he had miotic pupil. The device was completely empty, without signs of leak or break. The doctor decided to give to the patient naloxone 0.4 mg, 1 vial under skin, but there was no benefit. The administration of naxolone 0.4 mg (¿ev¿ diluted to 5 ml with nacl) and morphine hydrochloride 2 mg ¿(ev)¿; then, due to pain, toradol, 1 vial in 20 ml nacl (sodium chloride). After that it was possible to get through to the patient. The patient had isochronic pupil, furry mouth and sphincter incontinence. On an unreported date, the patient was transferred to hospice care because of the difficulties to manage him at home. The patient was confused and agitated. Subsequently the patient passed away. The cause of death was not reported. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the reason for the he patient¿s hospitalization was that it was not possible to manage the patient at home. The cause of death was reported to be due to the patient being ¿at the end stage of the disease and not for the over infusion¿. An autopsy was not performed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between september 26, 2013 and september 27, 2013. The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and no issues were noted. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported issue could not be verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor overinfused a patient. The device was filled with a non-baxter opiate painkiller (volume not reported). The actual flow rate was unknown. The device infused the contents in 18.5 hours (expected infusion time not reported). This was observed during patient infusion at the patient's home. As a result, the patient presented signs of opiate overinfusion and was hospitalized. The patient received unspecified medical treatment for the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.